Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1929 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
The package is not open. It was reported a hair-like material was found inside the sealed package (about 1.5-2 cm).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in the kit was confirmed to be manufacturing related. One unopened flexxicon short term dialysis catheter kit was returned for investigation. A dark hair was visible inside the sealed kit. The outer pouch was opened and the sealed tray was removed. The hair was observed inside the sealed tray near the rotatable suture wing on the catheter. Since the hair was located in the sealed kit, the complaint was confirmed to be manufacturing related. The manufacturing facility was notified of this complaint. A lot history review (lhr) of recs1929 showed no other similar product complaint(s) from this lot number.

Event description:
The package is not open. It was reported a hair-like material was found inside the sealed package (about 1.5-2 cm).